Event description:
The site reported the following on (B)(6)2010: the patient was scheduled for a percutaneous coronary interventional procedure on that day. During the first injection, the site stated that air was injected into the patient. The patient experienced a cardiopulmonary event. An intra aortic balloon pump was inserted into the patient. The patient recovered in the examination room and then returned to the ward. The site would not disclose the patient's age, sex, and weight.

Manufacturer narrative:
A medrad service engineer performed a system check-out of the avanta injector on (B)(4)2010, and the unit was found to be operating to specification. On (B)(4)2010, medrad quality assurance product analysis examined the product that was returned by the site, which consisted of one medrad single-patient disposable set (spat), along with the following non-medrad items: a catheter with a y adapter attached to it, and a transducer assembly with an extension tubing attached to it. Visual examination of the returned spat determined that during the preparation of the angiographic procedure, the transducer assembly was attached incorrectly to the waste port instead of being attached to the pressure isolation valve (piv) port as directed by the instructions for use. When removing the transducer tubing from the waste port, the transducer was difficult to remove by hand suggesting that it had been forced into its position. Once it was removed and visually inspected, three cracks running axially down the luer walls of the waste port were found. The spat, extension tubing and transducer were installed onto the piv port as per the IFU and functionally tested with no problems found. The reported air injection most likely resulted from air intrusion into the spat due to an incorrectly installed transducer. Additional applications training was performed on (b)4) 2010.